Manufacturer narrative:
The device was returned to olympus for inspection. The dirt on the scope connector was attributed to leakage. Based on the results of the investigation, a definitive root cause could not be identified for the white foreign material or leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, white foreign material was found in the air/water cylinder and air/water tube and dirt was observed on the scope connector of the colonvideoscope. There was no patient involvement.